Manufacturer narrative:
The customer reported complaint for the thermogard displaying an error message mid: 14 (bg power supply) was confirmed during event log review and initial functional testing. The fuse in the module input was loose and was repositioned to resolve the problem. No physical damage was noted during the visual inspection. A review of the event log was performed and mid: 14 (bg power supply) was noted around the reported event date, thus confirming the reported complaint. Following the service, the thermogard was tested and passed all the testing criteria and functioned as intended. The device is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
As reported, after 10 minutes of patient ivtm therapy, the user's thermogard xp ivtm system (sn (B)(4)) displayed mid:14 (bg power supply) error code. Another system was used to continue treatment. No known impact or consequence to patient was reported.